Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "patient started chemo infusion 2pm on (B)(6), 5ml/hr 240ml volume. Patient left clinic with fully charged internal battery and external battery pack. On (B)(6) 2015, patient drove to pharmacy stating the sapphire was taken out of the pouch this morning to check time left and notes the pump was dead/not infusing. Pharmacist turned pump on using new battery pack, pump powered on indicating device was stopped before finishing infusion. Pharmacist pressed ok; looked at events log and noted 8pm powered down, patient states it was in the pouch and they did not hear any alarms last evening. Pharmacist drew out remaining 88ml volume from bag, put into an empty container and got physician order to increase rate to complete infusion. Delay in therapy: yes. Need for medical intervention: no. Patient involvement: yes. Human harm: no. Additional information was received on jan.12th, 2015: "has an alternative power supply been tried in order to charge the pump? Pharmacist plugged cord into another device, it did not charge. Pharmacist provided patient with a difference power cord and confirmed it was charging prior to patient leaving. If so, did the pump charge successfully using the alternative power supply? Yes. What were the treatment settings? 5ml over 46 hours. Time: infusion start time 2pm on (B)(6). Mode: continuous. Administration set used (type and lot number): unk. What catheter was used (size of catheter, type, catalog number, manufacturer, etc.?) Unk. Priming method (manual / with pump): pharmacy manually primes under the hood prior to sending out. What volume was used for prime? - unk."